Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia with continuous glucose monitor (cgm) readings up to 348 mg/dl and a glucometer value of 331 mg/dl over several hours after dropping the ilet pump overnight, after which the cartridge was found broken in half with insulin leaking, glass visible in the chamber, and the plunger stuck. The user used an inset infusion set on the thigh with a dexcom cgm and planned a full supply change and backup therapy per their healthcare provider. Symptoms included hyperglycemia and headache. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding the specific device problem and component beyond the reported damage and leakage. It was concluded, based on previously established findings for similar reports, that the cause was not established.